Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the erbe had bipolar recognition issue and bipolar 2 ports shows "?". Before calling dvstat, site replaced 2 cautery cords and reboot erbe with no change. Technical support engineer (tse) guided caller to swap bipolar position and swapped bipolar instrument from usm#4 to usm#3 however the issue still remained and cord connection was correct. Further troubleshooting was difficult to continue with ongoing procedure. Field service engineer (fse) to follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted site replaced medtronic generator to resolve the reported issue/to continue the procedure. The procedure was completed robotically with all 4 arms with original configuration and no injury to the patient. The generator was exchanged to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and found that integrated electrosurgical unit (iesu) was working normal. The fse reconnected the foot pedal and the serial port cable. The onsite fe standby of surgery was successfully completed. System was tested and running on normal.